Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d4 expiration date, d6b, h4. Corrected: d4 primary UDI number, h6 health effect - impact code. Patient code updated from surgical intervention to device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional event information received: the membrane between the dm liner and the gryptian shell creates a possibility of infection , but should not form if the taper lock of the shell and metal liner are working. Key details of patient summary in terms of timeline: (B)(6) 2026: patient history of fall & slip, followed by first surgery. (B)(6) 2026: first surgery in aiims jodhpur with pinnacle dual mobility. (B)(6) 2026: first dislocation incidence reported by patient to surgeon. (B)(6) 2026: reduction done in emergency, howevere recurrent dislocation happens in ward again and than, closed reduction under ga + boot and bar application on the same date and patient discharged. (B)(6) 2026: revision surgery done with constraint liner and pinnacle dual mobility system have been explanted.

Event description:
It was reported that pinn multihole w/gription 52 mm, pinnacle dm liner 52_45, articul/eze ball 22.225+4 nk, and bi mentum altrx lnr 45 22 were involved in a reported event following a complex primary surgery using the pinnacle dual mobility system. The complaint described concerns with the implant design, specifically the seating mechanism and locking mechanism of the cup and metal liner, as well as restricted movement of the poly head within the metal liner shell. The event resulted in implant dislocation, requiring reduction of the dislocated hip and subsequent complication management procedures. All impacted products were implanted and are not available for return. The status of the complaint devices is implanted.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.